Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated the insulin pump received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.